Event description:
It was reported that the insulin pump had a prime and fill anomaly. Insulin exited out the end of the tubing but the insulin pump would not go to the next step in the priming process. Customer's blood glucose level was 135 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed rewind test, basic occlusion test, and displacement test. Unit was unable to prime at 2.5 lbs. During prime/compromised force sensor system test due to faulty force sensor resistor. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.